Manufacturer narrative:
Inratio precision data provided by end-user lot 060398: first test inr= 2.2 (last week). Second test inr= 5.4 (last night). Third test inr=5.5 (last night). Fourth test inr=5.3 (today morning). Mean= 4.6; sd=0.1; %cv=2.17%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. The only valid comparison was the second and third tests. All the other comparison were considered invalid since the time interval was > 3 hours.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr= 2.2 (last week). Second test inr= 5.4 (last night). Third test inr=5.5 (last night). Fourth test inr= 5.3 (today morning).